Event description:
A user facility reported that a hemodialysis patient coded during dialysis treatment. CPR was administered and treatment was discontinued. The patient expired one hour later in the emergency room.

Manufacturer narrative:
On (B)(4) 2011, a fresenius regional equipment specialist (res) was sent to the user facility to evaluate the device. The res discovered a weak alarm sound and replaced the speaker. The device passed remaining functional tests once the speaker repair was completed. A review was performed on the device history records. There were no unexpected variances or adjustments or comments noted in the device records. A review was performed by the post market clinical department. Per the pharmacovigilance specialist, the rn clinical manager at the facility stated there were no alarms during the patient's treatment; no problems were noted with the machine and no device malfunction. The audible alarm was slow but staff was bale to hear it. The patient had recent heart bypass surgery on (B)(6) 2011. Per the pharmacovigilance physician there is no evidence to suggest that the device may be linked to the patient death. Cause of death is possibly due to cardiac reasons, pulmonary embolism may be suspected after coronary reasons, pulmonary embolism may be suspected after coronary artery bypass graft surgery.